Event description:
It was reported that this right ventricular lead exhibited over-sensing. As a result, pacing inhibition was also exhibited, and the patient experienced bradycardia. Technical services (ts) provided resolution. The lead remains in use. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).